Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results on 2 systems within 10 minutes: 19 mg/dl and 19 mg/dl (system 1) and 136 mg/dl (system 2). No adverse event reported. Return of suspect device was requested and replacement was sent.